Event description:
Hair was noted on the end of the bovie pencil.

Manufacturer narrative:
A user facility medwatch report ((B)(4)) was received on 05/28/2025 reporting hair was noted on the end of the bovie pencil. The sample has not been returned to deroyal for evaluation at this time. A supplier corrective action request (scar) was issued to the pencil supplier covidien. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility medwatch report (B)(4) was recieved on 5/28/2025 reporting hair was noted on the end of the bovie pencil. Deroyal industries, inc. Requested return of the device, however it was not returned. A picture of the sample was received and was noted to have a hair on the bovie pencil. Deroyal conducted a review of the work order and found no discrepancies or deviations from standard manufacturing procedures. An inventory check was performed on (B)(4) units of the raw material pencils and no defects were discovered. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). A supplier corrective action request (scar) was issued to the pencil supplier, covidien. The supplier reviewed the photo of the sample and also confirmed the hair and noted it looked like hair was taped to the device. Without the supplier receiving the device, a detailed investigation could not be performed and with no lot number provided the device history record could not be reviewed. Root cause: because no lot number or actual device were returned, no root cause was able to be determined. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.